Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s pharmacist reported via phone call that the customer were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was over 418 mg/dl. At the time of incidence. Customer experienced nausea and vomiting like symptoms. Customer were treated with insulin drip and insulin pump. Customer was advised to troubleshooting. The insulin pump will not be returned for analysis.